Manufacturer narrative:
H10: updated manufacturer narrative: updated section: b5 customer report of stenosis was confirmed due to observed calcification. X-ray demonstrated heavy calcification on leaflets 2 and 3 and moderate calcification on leaflet 1. X-ray also demonstrated wireform intact. Extrinsic calcific deposits were observed on the surfaces of all leaflets on the outflow aspect. Calcification restricted leaflet mobility and likely led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6 mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1 mm on leaflet 1 at the outflow aspect. Wireform was exposed at all three commissures and around leaflet 2 on the outflow aspect. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, it was determined that the root cause of this event was calcification on all 2 leaflets as demonstrated in the device evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 11500a aortic valve was explanted after an implant duration of 3 years and 7 months due to stenosis. The patient was presented with shortness of breath. The valve was replaced with a 23mm non ew mechanical valve. Per medical records, the prosthetic valve was severely calcified, and there was extensive tissue ingrowth from the aortic wall into the prosthetic valve. The patient was transferred to the ICU in a stable but guarded position and was discharged on pod# 14. The patient is a 64-year-old male with history of avr (2023), hypertension, hyperlipidemia, new onset seizure, cad, type 2 diabetes mellitus, congestive heart failure class 3, acute on chronic systolic and diastolic heart failure, morbid obesity, paroxysmal atrial fibrillation.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 11500a aortic valve was explanted after an implant duration of 3 years and 7 months due to stenosis. It is unknown what bioprosthetic valve was used for the redo.